Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, a balloon rupture occurred. The target lesion was located in the moderately tortuous and calcified left anterior descending artery. The physician advanced a 15mmx3.00mm nc quantum apex balloon to post dilate the non-bsc stent. The physician encountered difficulty advancing the ballooon catheter but was able to cross the lesion. The nc quantum apex balloon was inflated to an unknown atms. On the second inflation the balloon ruptured at an unknown atms. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).